Event description:
It was reported that the fowler does not have rigid feel of support (spongy). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.